Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Pt presented to hosp on (B)(6) - unable to bear weight. Broken exeter stem. Original primary surgery 2006. Revising pt on (B)(6) 2011. Pt turned tp put item in car and felt a pain in hip, uncomfortable when lying.